Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing a charge time of 21.892 seconds at a monitoring voltage of 2.57 volts. End of life (eol) was declared with a single charge time of 35.872 seconds at a monitoring voltage of 2.56 volts. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, was explanted for normal battery depletion. There were no reported adverse patient effects associated with this clinical observation.